Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping or scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 161 mg/dl. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer also stated that the act button was unresponsive. Customer states that buttons presses may be delayed or fail to respond if pressing too rapidly on buttons. The device will be returned for analysis.